Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, error 218 occurs and therefore no image is displayed, outer tube (thermistor) is broken a root cause could not be identified. Based on the results of the investigation, it is likely that the outer tube (thermistor) is broken, which resulted in error 104 and the video cable is broken, which resulted in error 218 and therefore no image is displayed; and for the fiber bonding in the outer tube area (distal end) damaged, the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed an error e104. The issue occurred during a laparoscopic therapeutic procedure that was completed with a backup device. There were no reports of patient harm.